Event description:
The facility reported an infusion pump with a battery depleted condition. The failure was reported to have occurred during biomed testing. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 18 2007. Evaluation summary:the reported condition of depleted batteries was confirmed by the baxter repair technician, during on site testing. Inspection of the device revealed potentially depleted main batteries, which were replaced. The device was tested by the repair technician. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA.